Event description:
It was reported that prior to the implant of a transcatheter valve via the internal carotid artery approach, the patient had pre-existing right bundle branch block (rbbb). An 18 french (fr) sheath was inserted but was exchanged with a 14 fr non-medtronic sheath as the carotid artery was not wide enough. A pre-implant balloon aortic valvuloplasty (bav) was performed. Upon inserting the delivery catheter system (dcs), resistance was encountered and "over-capture" of the nose cone occurred. During the first deployment attempt, the valve was positioned too deep and complete heart block (chb) was observed. Additionally, the valve "dived in" due to the patient's narrow aortic annulus. Subsequently, the valve was recaptured and fully deployed using a perpendicular and left anterior oblique (lao) view; however, spontaneous rhythm did not return. It was noted that there was no time to reposition the valve using cusp overlap view (cov). Following the implant of the valve, the tip retraction function was utilized. A digital subtraction angiography (ds a) was performed that revealed an internal carotid artery dissection. Subsequently, surgical vascular repair was performed to address the dissection at the access site. Additionally, the patient left the procedure with temporary pacing inserted into the neck. Per the physician, the sheath exchange and "over-capture" of the nose cone were considered to be the cause of the carotid dissection. Additional information was received that the left common carotid artery was used for dcs access and the minimum diameter of the access vessel was 6.0 mm. It was planned to use the 14 fr sheath and inline sheath, without using the 18 fr sheath. Since the valve was too deep during the first deployment, it was recaptured and repositioned at a shallower depth. According to the physician, the cut-down was also inappropriate which contributed to the dissection. The patient was observed, and the intrinsic rhythm returned, avoiding pacemaker implantation. Additional information was received that one day following the implant of this transcatheter valve, a cerebral infarction occurred.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve via the internal carotid artery approach, the patient had pre-existing right bundle branch block (rbbb). An 18 french (fr) sheath was inserted but was exchanged with a 14 fr non-medtronic sheath as the carotid artery was not wide enough. A pre-implant balloon aortic valvuloplasty (bav) was performed. Upon inserting the delivery catheter system (dcs), resistance was encountered and "over-capture" of the nose cone occurred. During the first deployment attempt, the valve was positioned too deep and complete heart block (chb) was observed. Additionally, the valve "dived in" due to the patient's narrow aortic annulus. Subsequently, the valve was recaptured and fully deployed using a perpendicular and left anterior oblique (lao) view; however, spontaneous rhythm did not return. It was noted that there was no time to reposition the valve using cusp overlap view (cov). Following the implant of the valve, the tip retraction function was utilized. A digital subtraction angiography (ds a) was performed that revealed an internal carotid artery dissection. Subsequently, surgical vascular repair was performed to address the dissection at the access site. Additionally, the patient left the procedure with temporary pacing inserted into the neck. Per the physician, the sheath exchange and "over-capture" of the nose cone were considered to be the cause of the carotid dissection.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve via the internal carotid artery approach, the patient had pre-existing right bundle branch block (rbbb). An 18 french (fr) sheath was inserted but was exchanged with a 14 fr non-medtronic (dryseal) sheath as the carotid artery was not wide enough. A pre-implant balloon aortic valvuloplasty (bav) was performed. Upon inserting the delivery catheter system (dcs), resistance was encountered and "over-capture" of the nose cone occurred. During the first deployment attempt, the valve was positioned too deep and complete heart block (chb) was observed. Additionally, the valve "dived in" due to the patient's narrow aortic annulus. Subsequently, the valve was recaptured and fully deployed using a perpendicular and left anterior oblique (lao) view; however, spontaneous rhythm did not return. It was noted that there was no time to reposition the valve using cusp overlap view (cov). Following the implant of the valve, the tip retraction function was utilized. A digital subtraction angiography (dsa) was performed that revealed an internal carotid artery dissection. Subsequently, surgical vascular repair was performed to address the dissection at the access site. Additionally, the patient left the procedure with temporary pacing inserted into the neck. Per the physician, the sheath exchange and "over-capture" of the nose cone were considered to be the cause of the carotid dissection. Additional information was received that the left common carotid artery was used for dcs access and the minimum diameter of the access vessel was 6.0 mm. It was planned to use the 14 fr sheath and inline sheath, without using the 18 fr sheath. Since the valve was too deep during the first deployment, it was recaptured and repositioned at a shallower depth. According to the physician, the cut-down was also inappropriate which contributed to the dissection. The patient was observed, and the intrinsic rhythm returned, avoiding pacemaker implantation.